Event description:
It was reported that the procedure was being performed in the intensive care unit. The device was removed and replaced for the patient. It is not known if there was a delay in treatment and there was no death or complication reported. Follow up information received on (B)(6) 2012 states the catheter was being placed by a respiratory therapist in the intensive care unit. They were able to insert the catheter on the first attempt. Within in the first 24 hours of use they found the catheter separated at the hub causing the catheter to slip into the patient's artery. The patient was taken to another site where a vascular surgeon removed the catheter. The patient was not harmed and is doing well.

Manufacturer narrative:
(B)(4). Sample will not be returned.